Event description:
The account's nurse manager stated the patient positioning monitor was set and the patient got out of bed and fell to the floor, pulling her IV out. The patient's daughter was in the room. Both head rails were in the up position and the patient positioning monitor did not alarm. The patient was taken for a cat scan.

Manufacturer narrative:
The bed was immediately brought to the hospital engineering department and no problem was found with the bed. The hill-rom technician inspected the bed, tested all 3 modes of ppm and the scale, and found bed to operating properly with no issue.